Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level reached 300-325 mg/dl on (B)(6) 2026. The elevated bg was addressed by a correction bolus via the pump. The customer changed infusion sent and cartridge and resumed insulin after each occlusion. Ultimately, the customer reverted to an alternate method of insulin therapy.